Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera gastrointestinal videoscope was inspected before user and had no flow from the main air and water system. The issue was found during preparation for use, and the intended procedure was completed. There were no reports of patient harm. During evaluation of the returned device, it was found that there was a foreign object in the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no flow from the main air and water system was confirmed. Device evaluation found that due to clogging of nozzle, no water was fed. In addition to foreign objects in nozzle finding, the additional evaluation findings are as follows: due to a scratch on suction connector, water tightness was lost, adhesive on bending section cover had a chip, electrical connector had discoloration due to water leakage, light guide bundle was slipping down, control unit had discoloration, grip had a scratch, suction cover had a scratch, switch box had a scratch, forceps elevator knob had a scratch, forceps elevator lever had a scratch, up and down knob had a scratch, right and left knob had a scratch, and suction connector had a scratch. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, it was unknown if there was any delay in the start of pre-cleaning. It was unknown if there were any abnormalities in the accessories used for reprocessing. The customer did immerse the endoscope in detergent solution, they wiped the air/water nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution, water and air. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Foreign material possibly remained in the nozzle since the reprocessing deviated from the instruction manual. Olympus will continue to monitor the field performance of this device.